Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for blood glucose of 59 mg/dl and had been running low a few days prior. Customer declined to troubleshoot and wanted to report the incident only. No further details given.